Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6) product type recharger product ID 97745 serial# (B)(6) product type programmer, patient product ID 97745 serial# (B)(6) product type programmer, patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient (pt). They reported details from original call and said the new controller didn't resolve the issue. An email was sent to repair to send replacement recharger. Pt said they might be having implant taken out soon, due to details already reported but also might not.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: 97755, lot# serial# (B)(6), product type: recharger, product ID: 97745, lot# serial# (B)(6), product type: programmer, patient product ID: 97745, lot# serial# (B)(6) , product type: programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2023. (B)(4) (con): information was received from a patient regarding an external device. The reason for call was patient mentioned they turned their spinal cord stimulator off on the 15th of august and were "trying something," (no indication of device issue); then, today, when the pt checked the controller, the controller was blank/unresponsive. Patient said they could feel a vibration inside the controller when they pressed the button on the controller, but the controller did not respond. Pt had tried reset and had tried charging the controller without success. During the call, the patient reset the controller and the controller responded. Patient saw a green light blinking on the controller when the controller is plugged into the ac power supply and li battery pack was installed. Patient then unlocked the controller. Controller displayed MRI mode. Pt indicated they had intended to be in MRI mode. The troubleshooting steps that were taken on the call resolved the issue. No symptoms were reported. (B)(6) 2023 (B)(4): (con): additional information received from the patient. Pt called back in reporting that their c ontroller went unresponsive. Pt stated that they attempted to reset the controller, but they were still unable to get the controller to comeback on. Pt stated they were concerned about being low no stimulation. Pt also mentioned a buzzing/vibrating noise when they pressed the arrow buttons. Pt mentioned that they have had to reset the controller multiple times since the last time they called. During the call, pt reset the controller and confirmed the controller turned on and the greenlight was flashing. (B)(6) 2023 (B)(4) (con): additional information was received from a patient (pt). It was reported that they called last month and was sent a new controller when they thought it was the controller battery that should have been replaced. The new controller worked for about a week but then had the same issues where the screen would not come on or respond even though they could feel buzzing from the controller when pressing the buttons. They did all the troubleshooting steps they were told in the past but that did not work. As of now the controller was blank and unresponsive with the green light above the screen being solid. During the call, the pt removed the controller battery and plugged the controller into the ac power supply, the pt verified the controller turned on. The pt put the battery back into the controller and verified the controller was fully charged. The pt's controller was responding. (B)(6) 2023, (B)(4) (con): additional information was received from the patient (pt). They reported details from original call and said the new controller didn't resolve the issue. An email was sent to repair to send replacement recharger. Pt said they might be having implant taken out soon, due to details already reported but also might not. (B)(6) 2023, (B)(4) (rep): no new information for the event description. [See (B)(4) for maybe ins explant] (B)(6) 2024, patltr1 (con): additional information was received from the patient (pt). Patient stated that the explant was put on hold and the device remained in use.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient mentioned they turned their spinal cord stimulator off on the 15th of august and were "trying something," (no indication of device issue); then, today, when the pt checked the controller, the controller was blank/unresponsive. Patient said they could feel a vibration inside the controller when they pressed the button on the controller, but the controller did not respond. Pt had tried reset and had tried charging the controller without success. During the call, the patient reset the controller and the controller responded. Patient saw a green light blinking on the controller when the controller is plugged into the ac power supply and li battery pack was installed. Patient then unlocked the controller. Controller displayed MRI mode. Pt indicated they had intended to be in MRI mode. The troubleshooting steps that were taken on the call resolved the issue. No symptoms were reported. Additional information received from the patient. Pt called back in reporting that their controller went unresponsive. Pt stated that they attempted to reset the controller, but they were still unable to get the controller to comeback on. Pt stated they were concerned about being low no stimulation. Pt also mentioned a buzzing/vibrating noise when they pressed the arrow buttons. Pt mentioned that they have had to reset the controller multiple times since the last time they called. During the call, pt reset the controller and confirmed the controller turned on and the greenlight was flashing.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient h3: analysis of the returned recharger (s/n: (B)(6) ) identified a poor recharge quality message and noted the device was difficult to interrogate. No visual anomalies were observed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient (pt). It was reported that they called last month and was sent a new controller when they thought it was the controller battery that should have been replaced. The new controller worked for about a week but then had the same issues where the screen would not come on or respond even though they could feel buzzing from the controller when pressing the buttons. They did all the troubleshooting steps they were told in the past but that did not work. As of now the controller was blank and unresponsive with the green light above the screen being solid. During the call, the pt removed the controller battery and plugged the controller into the ac power supply, the pt verified the controller turned on. The pt put the battery back into the controller and verified the controller was fully charged. The pt's controller was responding.

Manufacturer narrative:
Concomitant medical products: product ID 97745, lot#/serial# (B)(6), product type programmer, patient product ID 97745, lot#/serial# (B)(6), product type programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.